Manufacturer narrative:
H10 h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications for the suture found that a material certification of analysis is required with each lot, and a review of the material specifications for the anchor found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for evaluation.

Manufacturer narrative:
H6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications for the suture found that a material certification of analysis is required with each lot and a review of the material specifications for the anchor found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during an arthroscopy, instruments outside the patient, the sutures of the osteoraptor got cut when removing from implant holder and 2.9 drill sleeve. The procedure was successfully completed without surgical delay using the same device. Used a 2nd implant to finish off surgery. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
Internal complaint reference case-(B)(4). H10 b5: description updated. Internal complaint reference case-(B)(4). H11 h6: clinical and impact codes updated.

Event description:
It was reported that during an arthroscopy, the sutures of the osteoraptor got cut when removing from implant holder and 2.9 drill sleeve. The anchor was left inside the patient and the procedure was successfully completed using an additional implant, without surgical delay. No further complications were reported.